Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified a fold crease, wear abrasion and an opening on the anterior side. A leak test and microscopic analysis were performed which identified a smooth crease opening, a puncture opening, yellow particles and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the anterior side due to a fold flaw opening, a striated puncture due to surgical-like damage consistent with the use of some surgical tool, and creases were observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported additionally reported right side "any creases with hole." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.